Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approximately 6 weeks post lens implant. The pt also noticed a decrease in vision. The surgeon planned to perform a yag capsulotomy. According to the surgeon, the likely cause of the event is "capsular contraction". This report refers to pt's right eye.